Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The handpiece device was evaluated and the reported condition was confirmed. It was determined that the assignable root cause of the ¿trigger heavy moving¿ was to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device trigger was blocked, jammed, and heavy moving. It was also noted that the pressure disk was dislocated, the tensioning screw plate was falling down, the coupling tool side was worn-out, and the housing was torn and cracked. It was further determined that the device failed pretest for general condition, saw blade coupling assessment, and trigger test. It was noted in the service order that the device was damaged when used together with four other battery oscillator devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.